Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified one other report against the ey9e71 lot code for dislocation. A review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. Medical records were reviewed. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update apr 25, 2017: legal medical records received. After review of medical records there is no new information added. This complaint was updated on may 2, 2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 1/5/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported left hip revised (B)(6) 2013 and right hip revised on (B)(6) 2012, (B)(6) 2013 and (B)(6) 2015. Side will be changed to right for doi; (B)(6) 2013 and dor (B)(6) 2015. Pfs reported pain, dislocation, clicking of right hip in 2010, and loosening and burning of left hip. Medical records reported dislocation of right hip (B)(6) 2014 but there is no revision record for the date (B)(6) 2015 within the medical records reviewed at this time. The locking ring is part of the constrained liner, so the previously reported locking ring will be voided. Part/lot updated. The complaint was updated on: jan 27, 2016.

Event description:
Patient was revised due to dislocation and a vertical and anteverted cup. The metal locking ring was noted to be cracked.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.